Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 2 (r2) assembly transducer. The cse ran qc multiple times, which passed. The cse changed reagent probe 1 (r1), r2 and sample probes positions and aligned them. The cse replaced the cuvette form assembly, syringe tips, r1, r2 and sample tubing. The cse decontaminated the instrument. The customer performed a system check and ran qc, which passed. The cause of discrepant ctni results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discrepant cardiac troponin I (ctni) results were obtained upon initial and repeat testing on a dimension xpand plus with hm instrument. The discrepant results were not reported to the physician(s). Additionally, the customer repeated the sample on an alternate dimension xpand plus instrument to obtain corrected result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discrepant ctni result.